Event description:
It was reported that the patient¿s controller did not have fluid ingress; however, inspection of the submitted picture revealed that the green liquid substance on the controller was consistent with fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green liquid substance on the controller was confirmed via analysis of the submitted picture. Inspection of the submitted picture revealed green liquid substance consistent with fluid ingress on the backup battery ribbon cable, including the connector of the backup battery ribbon cable on the main printed circuit board (pcb), and on the label of the backup battery. No further inspection could be performed as the heartmate 3 system controller (serial number: (B)(4)) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be supplemental information and that the investigation findings will be submitted under 2916596-2023-00637. No further information was provided. The manufacturer is closing the file on this event.